Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports patient underwent a total right hip arthroplasty on (B)(6) 2009 and reports a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports patient underwent a total right hip arthroplasty on (B)(6) 2009 and reports a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and personal injury. Additional information received in patients operative report noted black vilonodular-type tissue and oxidized tissue at time of revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.